Event description:
During a cystoscopy procedure, a moses 200 d/f/l micron laser fiber did not work properly when removing a left ureteral calculus. The defective device was replaced by a second moses 200 d/f/l to continue the surgical procedure. The defective laser fiber was collected and separated of the sterile field by operating room nurse.